Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350-360 mg/dl. Cause was not known. The customer required assistance to address the elevated bg from a spouse that helped with a manual injection. A system check was performed, and the pump performed as intended.